Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with fluorouracil and before patient connection. The event resulted in the solution leaking onto the gloved hands of the pharmacist. There was no report of injury to the pharmacist. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.